Manufacturer narrative:
The biomedical engineer confirmed the receipt of the data acquisition board. Multiple inquiries were made with no further response received from the customer. Corrective actions and final disposition could not be confirmed. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from customer biomed reporting error code 1109 (machine pressure sensor autozero failed) on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse confirmed with bme that the issue persisted after reseating the data acquisition (da) printed circuit board assembly (pcba). The rse advised the customer of the manufacturer's recommendations. The rse provided part details for possible replacement of solenoid and the da pcba.